Manufacturer narrative:
The actual device was not returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the r2p destination slender sheath valve leaked. The procedure being performed was a laser procedure and stenting of a 90 percent restenosed common iliac artery. Access site for the procedure was left radial artery.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information. Patient identifier: requested but not provided. Age & date of birth: requested but not provided. Sex: requested but not provided. Weight: requested but not provided. Ethnicity: requested but not provided. Race: requested but not provided.

Event description:
Additional information was received on 5/7/18. The radial artery was roughly 2mm in diameter. There were no issues with the insertion of the sheath and the sheath was inserted all the way to the hub. The sheath was properly hydrated upon insertion and removal. The stickiness of the sheath was noticed upon removal by the physician as it was gradually being removed. Stat seal did not come in contact with the sheath. The valve leakage was noticed while using the .035 r2p glidewires and balloons. Leakage was observed both with and without other devices in use. Power injections were done via the side port, as with all other sheaths. No leakage was noted during balloon inflation and the amount of blood loss was unknown. There was no difficulty noted during insertion of the metacross balloon. An .035 r2p glidewire was used in conjunction with the metacross balloon. The physician did not utilize rapid deflation and the balloon was fully deflated prior to removal. No surgical intervention was required and the procedure was successful.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide additional event information.

Event description:
Additional information was received on 5/24/18. It was reported that the patient was stable and the "sticky" reference was only observational and did not contribute to any adverse event.

Manufacturer narrative:
This report is being submitted as follow up no. 3 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.